Manufacturer narrative:
Concomitant medical products: cook fusion quattro extraction balloon (fs-qeb-a). Investigation evaluation: our evaluation of the product said to be involved confirmed the damage. The wire guide coating is damaged near the distal end of the product. The coil spring is still attached to the distal end of the wire guide. Near the 25 cm mark on the distal end, the coating is peeled on the core wire exposing approximately 1.5 cm. The material appears to be intact without anything missing and the peeled coating remains attached to the wire guide. In addition, the remaining intact coating on the distal tip of the wire guide was inspected and no deformities were noted in the coating. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the subassembly wire guide associated with the lot number said to be involved was reviewed. A nonconformity that could be related to the observation reported by the user was found in the device history review for coating damage. A review of the specification was conducted and a 100% visual inspection of the coating on the wire guide is performed and inspects for any damage or deformities. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use advise the user that the wire guide should be kept wet for best results. The instructions for use describe the appropriate flushing techniques for use of this coated wire guide. These techniques described include, flushing the endoscope accessory channel and/or lumen of accessory device with sterile water before wire guide insertion. If these flushing techniques are not followed or inadequate flushing occurs, this can contribute to wire guide coating damage. Prior to distribution, all fusion pre-loaded with acrobat wire guides are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook fusion pre-loaded with acrobat wire guide. The pre-loaded wire [guide] stripped. It did not happen while using the sphincterotome. The sphincterotome had been exchanged. The wire stripped while using a fusion quatro balloon.